Event description:
It was reported, the pt was experiencing pain at her ipg site after suffering a fall. The pt was advised to consult with her physician. Follow-up information identified the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.